Manufacturer narrative:
(B)(4)

Event description:
It was reported that: 27 oct 2023 , the doctor found that the spring was broken during use on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
Qn# (B)(4).the reported complaint of "broken/cracked - wire " was confirmed based upon the sample received. The customer returned one unit 5-12515 et tube, cuffed oral, spiral-flex 7.5 for investigation. The sample was returned with a bite block on the tube. The returned et tube was visually examined with and without magnification. Visual examination of the sample revealed that the wire on the tube was out of position near the proximal end of the tube at the 26cm mark. Despite the wire being out of position, the inner part of the tube was not kinked/occluded at all. No functional testing was performed on the returned sample. It was evident that the returned sample would pass a kink test since the inner tube was not kinked/occluded at all. The bite block observed on the sample was not covering the part of the tube where the wire was out of position. It could not be determined if the bite block was covering that part of the tube when it got damaged. A device history record review was performed on the spiral-flex et tube with no evidence to suggest a m anufacturing related cause. The manufacturing site confirmed that the et tubes are inspected visually for proper assembly of the wire which is assembled by a machine. It is unlikely that this was present at the time of manufacturing. The damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. It could not be determined what caused the wire to get out of position, but it could have been caused by the positioning of the patient and/or the patient biting the tube. Based on the location and the type of damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 27 oct 2023 , the doctor found that the spring was broken during use on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally corrected brand from arrow to sheridan. UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the spring was broken during use on patient. Then changed to a new one, no impact on patient.